Event description:
The customer reported sporadic low sodium (na) patient results, on separate days, involving the au480 clinical chemistry analyzer with ise. The customer stated subsequent testing recovered acceptable sodium results. The customer performed system troubleshooting but could not resolve the issue. The low results were released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated quality control (qc) was within specifications during the event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report two of two.

Manufacturer narrative:
The field service engineer (fse) replaced the pinch valve, drain, and ion selective electrolyte (ise) tubing set. The fse also replaced the electrodes and sample probe. The fse performed three consecutive successful calibrations and completed mid solution rest. The fse replaced the detergent roller pump tubing and drained the detergent bottle. The fse performed quality control (qc) successfully. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. This medwatch report is related to MDR 9612296-2013-00012.